Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Low pump flow/suction: data logs were reviewed and the suction alarms were confirmed. Data log review does not support it being patient related based on the stable placement signal (ps) while flows trended down. There were no motor current (mc) spikes to support biomaterial, but flows did become saturated at the end of the case. For these reasons, the cause of the pump suction/low flows couldn't be determined. False alarm/optical sensor issue: data logs were reviewed and a concentration of position in aorta alarms was confirmed ~8 hours after case start. All optical signal metrics were stable and within specification during the entire case. In reviewing one of the potential false alarms, it was confirmed that the triggering criteria was met for the alarm: mc modulation was less than 75 ma, ps pulsatility was greater than 20 mmhg, and there were no indications of the pump being in a suction condition based on dp values. Product was not returned for investigation. Since clinical details report that the pump was in proper position when the alarms were triggering, data log review confirmed the alarm triggering criteria was met, and product wasn't returned, the cause of the false alarms/optical sensor issue could not be determined. Device in wrong position: clinical details report that the pump was intentionally positioned shallow due to the patient's size. Based on this information, the cause of the device in wrong position was determined to be patient (anatomy) related. Bradycardia/arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. Vascular dissection: the cause of the injury was not determined due to insufficient clinical details. Patient anatomy/condition prior to therapy: based on the clinical details provided, the cause of the patient anatomy/condition prior to therapy was determined to be patient related. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
Health effect ¿ clinical code e0509 has been omitted from this report as it is no longer applicable. Medical device problem codes a0101 and a0709 were added. Section d1 brand name corrected.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient had bradycardic events leading to decreased flows, requiring placement of a temporary pacer. The pump began to get suction once out of automatic mode. After the peel away sheath was removed, the pump was left slightly shallow. An angiogram was taken of the femoral arteries, showing no distal perfusion to the right leg. A distal perfusion catheter was placed to restore flow. The patient was still having low pressures with intermittent suction on the cp. Support was decreased to break the suction. Flows continued to decline with suction and cardiopulmonary resuscitation (CPR) was initiated. The medical team could not stabilize the patient to even get them to the ICU to start continuous renal replacement therapy, and determined placement of an impella rp was necessary. On bipella, placement monitoring was turned off due to inappropriate position in aorta alarms. Placement of the pump was confirmed via echocardiogram (echo) and chest x-ray. The patient had increasing needs for medications. Another echo was taken, showing the pump was slightly shallow, but the patient is small with a small left ventricle. Suction events occurred, requiring 1 unit of red blood cells and medication. Unable to pull fluid on crrt, had a sudden drop in platelets, and down trending mixed venous saturations. The pump was noted across the valve on echo. On the final day of support, the patient's pressures dropped after impella rp removal. Went into atrial fibrillation. Team waited for the patient to stabilize prior to removing the impella cp, and pressures increased dramatically. The right femoral artery was repaired via endarterectomy by vascular surgery to restore flow from the repositioning sheath and distal perfusion catheter. The pump was successfully weaned, site closed, and the patient survived. The patient was implanted with both right (rp) and left side (cp) support, so both the pumps are reported for all the events as its not clear on which device attributed to the events.